Event description:
It was reported that (8) devices were collected by the hospital, along with ees# 85907, and were used during laparoscopic hernia repairs. It was reported by the affiliate that the ted12 balloons burst and no pieces fell into the pt. No further info is available concerning the cases. There was no consequence to the pt.